Event description:
The clinician reports that the day the implant was placed in fdi 16, failure occurred upon insertion. Details of surgery: primary stability not achieved and immediate extraction site. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.